Event description:
It as reported that the patient had degenerative disk disease and was shrinking. The patient went from being 5"7 to 5"2. There was less and less room for the pump. " the patient saw a physician who mentioned there was enough room for the pump. The representative reported that the patient had come from another physician who had stopped the pump for unknown reasons. The physician reported that there was nothing was wrong with the pump and there was no issue with medications. It was just uncomfortable; a revision was done on 2014 (B)(6), but it did not help. The patient was in terrible pain from where it was located. The pump caused more pain than good. Patient "psyche" may have contributed to "issue tolerates." It was noted patient had heightened anxiety. The patient was "short wasted" and the pump was not comfortable. The patient still complained of uncomfortable positioning. The patient asked to have the explant and "no help." The patient was told by the nurse that there would have to be two surgeries; one to remove the catheter and the other to remove the pump. The healthcare provider (hcp) was concerned about leaving the catheter in might cause an infection and told the patient that they had to have the catheter removed too or the hcp was not going to do the procedure. The patient had agreed to have it removed. The patient reported that the pump system was removed in (B)(6) 2014. The manufacture representative reported that the pump was actually removed at the request of the patient on 2014 (B)(6) due to the patient now liking how the pump felt and having some pain. After it was removed the patient was using the tens unit and oral hydrocodone. With the pump the patient did not have to use the tens unit or oral medication; "didn¿t have to use nothing." It was noted that the patient recovered without permanent impairment. Additional information received reported that the patient did not have any concerns with their device or therapy; the representative answered all of the patient's questions.

Manufacturer narrative:
Product ID 8575, lot# n328914, implanted: 2013 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 1999 (B)(6); product type catheter. (B)(4).